Event description:
"When the machine is turned on no vapors are coming out."

Manufacturer narrative:
It was reported that "no vapors are coming out. Medicine is just sitting in cup". The patient requires breathing treatments. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.